Event description:
The customer observed falsely elevated results compared to the patient history while using the architect ca19-9xr assay. The customer indicated the following results: (B)(6) 2012: initial 12.65 u/ml. (B)(6) 2012 (retest): 335.76 u/ml. (B)(6) 2012 (a new sample was obtained): 322.49 u/ml. There was no adverse impact to patient management reported. No additional patient information was provided.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, and a review of labeling. Review of the complaint text indicated that the calibrator lot and the control lot the customer was using expired prior the date the initial elevated results were generated. An accuracy testing protocol was executed using lot 17239m500; testing met the acceptance criteria and determined the reagent is performing acceptably. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency and no malfunction of the architect ca19-9xr reagent list number 02k91, lot number 17239m500, was identified.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.